Event description:
It was reported to philips that the equipment turned off unexpectedly and did not turn back on. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned by re-seating the hospital's main power supply. The philips field service engineer (fse) inspected the system onsite, and customer reported that the system turned off and did not turn back on. Reviewed the system log files did not find any errors or malfunctions related to the system. Upon troubleshooting, fse found that the cause of the issue was the hospital¿s main power supply. The hospital confirmed that no errors were found in the uninterruptible power supply (ups) that powers the equipment. Fse verified the system¿s operations and confirmed that the failure could not be reproduced, and the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude that a device malfunction had the potential for death or serious injury on recurrence, and as such the complaint was reported. Because the hospital¿s mains power supply system turned off and did not turn back on. The hospital¿s mains power supply is considered as a localized power failure that was not caused by the device. Since the malfunction of an external hospital¿s mains power supply source would not be considered a device malfunction of the system, this event would not be reportable. The philips system was working fine. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome.